Manufacturer narrative:
Sections with additional information as of 19-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from (B)(6) bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 175, 170, 180, 182 and 162 mg/dl, and from meter to meter comparison results of 170 mg/dl using meter and 111 mg/dl using another device. The customer¿s expected fasting blood glucose test result range is 80 - 110 mg/dl. Customer was not using proper testing technique and was using alcohol pads. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 201 mg/dl and 220 mg/dl using meter; customer had then tested with his other device and had obtained a result of 120 mg/dl. The product is stored according to specification (location not disclosed). The test strip lot manufacturer¿s expiration date is 01/19/2021 and open vial date is 10/06/2019. The meter memory was reviewed for previous test result history: (B)(6).